Manufacturer narrative:
The product was not returned for eval and testing. A device history record review was performed, and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
During an interventional procedure, after failing to cross the lesion with the stent delivery system (sds), the physician tried pulling the stent back into the sheath but it dislodged and the stent had to be snared. The age and gender of the pt is unknown. The target lesion location was the superficial femoral artery (sfa-side unknown). The lesion was described as tight. The product looked normal when taken from the packaging and prepped. A 7fr. Sheath (brand unknown) was used during the procedure. The sds was advanced over a .35 guidewire without difficulty, but would not cross the lesion. When the physician tried to cross with a quick cross catheter, there was some resistance felt, and the stent still did not cross the lesion. Therefore, the physician tried pulling the stent back into the sheath, but it dislodged in the sfa. The stent was successfully snared, and the lesion was successfully treated with balloon angioplasty. There was no injury to the patient. The patient is currently doing fine.